Event description:
The following information was reported: 6f 11cm sheath was used, closed with mynxgrip (6f/7f) vascular closure device. The device balloon lost pressure at the arteriotomy. Manual compression was applied for 20 minutes. The patient was not hospitalized. Additional notes: the balloon held pressure during prep. During balloon prep/test, the inflation indicator did pop up. There was no resistance while inserting the device and while pulling back. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: cfa.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1422706) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).